Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed varying impedances with some being greater than 125 ohms. Noise was also reported. Subsequent information indicated that the patient's ejection fraction had recovered to 60%. As such, tachycardia therapy was programmed to off. There were no adverse patient effects. The device remains in service.